Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) began to stretch approximately 134.0 cm from the hub and was fractured approximately 143.0 cm from the hub. The material at the fracture location showed evidence of stretching before fracture. In addition, the inner support coil and inner liner was fractured. Conclusions: evaluation of the returned device confirmed that the 3maxc was fractured. This type of damage typically occurs due to improper handling during use. Even though resistance was not mentioned while retracting the 3maxc, this type of damage typically occurs if the device is forcefully retracted against resistance. The material at the fractured location showed evidence of stretching before fracturing. The retraction against resistance likely contributed to the 3maxc fracturing during the procedure. The resistance and subsequent stretching and fracture may have occurred due to the 3maxc becoming pinned against patient anatomy or other devices used in the procedure. The fractured distal portion of the 3maxc and the devices referred to in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) to treat a stroke using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician placed a neuron max 6f 088 long sheath (neuron max) in the target vessel, then advanced a penumbra system ace68 reperfusion catheter (ace68) with a 3maxc to the face of the thrombus. After that, the physician removed the 3maxc and initiated the aspiration with the ace68. After completion of the first pass, the physician removed the ace68, did a control from the neuron max and noticed a piece of a catheter in the target vessel. Upon taking a look at the 3maxc that was previously removed, the physician noticed that the 3maxc had broken off and about six centimeters of the broken 3maxc was between the middle cerebral artery and the internal carotid artery. Therefore, the physician attempted to remove the broken 3maxc piece using a non-penumbra stent retriever device but was unsuccessful. At this time, it was not possible to complete the thrombectomy procedure and a decompression procedure was subsequently required. There was no noted damage to the neuron max and ace68 after removal. In addition, the physician did not mention resistance while advancing the 3maxc with the ace68 or while retracting the 3maxc.